Manufacturer narrative:
The user indicates that the device was being used for monitoring purposes only. The user stated that the device did not cause or contribute to the death of the patient. Eval summary: the device is an automatic external defibrillator and the actual device involved was evaluated. The failure was confirmed. The investigation revealed that a multiplexer ic (integrated circuit) chip on the preamp circuit board incurred an internal short causing no output. This output normally sent to the main circuit board for processing. With no output from the ic, signals are not processed by the main board which sends info to the display. Upon replacement of the circuit board, the device performs to specifications. Conclusion: (device will be updated, tested, and returned to the customer upon approval of a purchase order).

Event description:
The user returned the device for a maintenance check after the device displayed a flatline and no resulting activity from CPR compressions when monitoring a patient that expired. Welch allyn factory service identified on 08/20/2007 that the device was malfunctioning.